Manufacturer narrative:
(B)(4), (partially detached flap); (B)(4), (flap wrinkles). Evaluation: at the time of this report no info on pt pre and post bcva has been provided, therefore, vision loss has not been confirmed. Equipment was evaluated by a tech on (B)(6) 2011 and performance and mechanical test were done flap thicknesses was checked and adjustments were made. System working within specifications. On (B)(6) 2011, a senior tech checked the equipment and performed gel test measuring. Equipment was found all within the offset tolerance.

Event description:
Customer reported intralase fs laser was used for flap creation. Customer reported the flap was thin. Clinical specialist contacted customer on (B)(6) 2011 and they reported that pt experienced complication since the flap was thin at the hinge area and partially detached. They also reported central wrinkles were difficult to eliminate completely and resulted in loss of epithelium centrally. Account said pt had reduction in visual acuity on day 1.